Event description:
It was reported the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the front table cover was bent, activating the foot pedal and preventing the table locks from engaging. Through inspection, the bent covers were likely caused by patient transport devices getting caught on the table covers. The fe fixed the table covers, and verified that the table locks were performing according to specifications.